Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received eleven questionable results for multiple assays on the cobas e 411 immunoassay analyzer. Of these, nine elecsys brahms pct (pct) and elecsys anti-tshr immunoassay (anti-tshr) results were erroneous. Some results were accompanied with a data flag which invalidated the result. It was asked but not provided which results were accompanied with a data flag. The quality control testing was within specifications that morning. The initial results were reported outside of the laboratory and the physician questioned the results. The pct and anti-tshr values did not match the clinical symptoms of the patients. The customer observed an air bubble in the pinch tube at the back of the syringe on the right side of the instrument. The customer replaced the pinch valve tubing, primed, and prepared the measuring cell. The customer repeated all of the samples from that day and the samples with different results were reported back to the physician. Please see the attachment to this medwatch for relevant erroneous patient data. There was no allegation of an adverse event. The pct and anti-tshr reagent lot numbers and expiration dates were requested but not provided. The returned pinch valve tubing was cracked to a depth reaching the inner surface of the tube. The customer exchanges the pinch valve tubing every week.